Event description:
It was reported that during the left ventricular lead implant, the pulse generator exhibited a loss of output. The patient went into cardiac arrest. The device was restarted and resumed normal functions. The procedure was completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.